Manufacturer narrative:
There were two lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3115740. D4. Medical device expiration date: 20-04-2024. H4. Device manufacture date: 25-04-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307, e. Coli misidentified as shigella with 2 panels. No patient impact reported. The following information was provided by the initial reporter: "e. Coli misidentified as shigella. Lots 3115740 and 3038343 affected."

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of escherichia coli as shigella flexneri when using phoenix panel nmic/ID-307 (449289) batch number 3115740 and 3038343. The customer did not return panels or isolates but returned binary files and phoenix generated lab reports for the investigation. The lab reports show e. Coli and s. Flexneri identifications when using the complaint batch. To investigate, one retention panel each from complaint batch 3115740 was tested using in house isolate e. Coli 18540,18541, and 18542 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel each from complaint batch 3038343 was tested using in house isolate e. Coli 18540,18541, and 18542 on a phoenix m50 machine and evaluated for identification results. All six panels identified as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed two additional complaints on complaint batch 3038343, related to this defect and none of which is confirmed. A review of complaints revealed two additional complaints on complaint batch 3115740, not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using panel phoenix nmic/ID-307, e. Coli misidentified as shigella with 2 panels. No patient impact reported. The following information was provided by the initial reporter: "e. Coli misidentified as shigella. Lots 3115740 and 3038343 affected."

Event description:
It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3038343. B5. It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr (B)(4).